Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was powered on and cycled. The reported even could not be duplicated. During the investigation, another symptom was found. The symptom found was not related to the reported event. The ventilator was repaired and returned to the customer.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was powered on and cycled. The reported event could not be duplicated.

Event description:
It was reported that the ventilator would not cycle. There was no patient involvement.